Event description:
It was reported that during a radiographic scan on a pt, the tech brought the overhead tube suspension over the table where the cable drape came in contact with the angulation lever. This lead to the angulation of the table. The emergency stop button was not pressed to stop the table motion. Instead the tech attempted to hold the pt, but the pt slid and fell. The pt sustained a strained back, but did not receive medical intervention to preclude permanent impairment.

Manufacturer narrative:
The ge field engineer (fe) evaluated the device and found that the angulation lever was damaged in such a way that it was rotated by approx 140 degrees in its resting state. This damage caused the lever to maintain contact with the cable drape and facilitated the continual angulation of the table. Visible inspection suggested that the lever was damaged before the incident. The fe replaced the broken angulation lever and re-draped the cable drape as per original specs.